Event description:
It was reported that the patient received inappropriate shocks due to noise. High impedance was also noted. The lead was explanted and replaced. The patient is in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 39.5-40.5cm from the lead tip, consistent with lead friction to the ICD can. The rv conductors were fractured at this location. External insulation abrasion was noted at 45.0-45.5cm from the lead tip, consistent with lead friction to the ICD can. One sensing conductor was fractured and the etfe coating was abraded at this location. This is consistent with the observation from the field of noise if the sensing conductor was to contact with the ICD can.